Event description:
It was reported that this device had entered safety mode. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory identified several memory errors, the first of which was recorded on may 12, 2022. After multiple errors were recorded, the device appropriately moved to safety mode on july 5, 2022. Of note, three telemetry sessions were recorded on july 5, 2022. In addition, a tachy shock due to a ventricular arrhythmia was delivered, a capacitor reformation was completed, and several non-sustained ventricular episodes and atrial tachycardia response (atr) episodes were all recorded on that date. An engineering-level reset was completed, and the device was moved to primary operation. The device was monitored for 48 hours, and then functional testing was completed. The device passed all testing. Next, the device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was tested and confirmed to be normal. Testing of the battery confirmed it was operating to specifications. A test device was successfully interrogated to confirm appropriate communication functions of the ICD. The device was warmed to 37 degrees celsius and monitored for several days. No memory errors were recorded. Analysis confirmed this device reverted to safety mode operation after detecting memory errors, but the errors did not recur in the laboratory environment and the device operated as expected. The root cause of the memory errors could not be determined.

Event description:
It was reported that this device had entered safety mode. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.